Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported a unknown side rupture. Later, healthcare professional reported a left side rupture confirmed via us and MRI and capsular contracture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound and MRI and capsular contracture, baker grade I. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound and MRI and capsular contracture, baker grade I. Device has been explanted.